Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer has received a replacement device.

Event description:
The customer contacted stryker to report that their device does not provide audio prompts as expected upon opening the lid. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue. Investigation found reed switch sw5 was stuck in the open position and no magnet was present. This causes the device to interpret the lid as closed and prevents the device from starting when opening the lid. This was the cause of the reported issue. This device was archived and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device does not provide audio prompts as expected upon opening the lid. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.